Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (25 mg/ml, 5.8 mg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. Information received reported the patient's last refill was (B)(6) and the estimated replace by date was 2022-july-14. The rep stated that the pump started alarming and the interrogation/logs noted that the early replacement indicator (eri) alarm had occurred. The rep stated the end of service (eos) date was scheduled for (B)(6) 2020. The rep stated that no change was done in drug programming since he last refill in (B)(6). The rep also mentioned that a report for (B)(6) indicated the estimated replace by date was "7/5/22." Pump replacement was recommended. No symptoms or patient complications were reported.

Manufacturer narrative:
H3: analysis of the pump revealed a pump motor feedthrough anomaly / shorting across the insulator. The returned pump was interrogated and as per the logs morphine sulfate (ms) with concentration 25.0 mg/ml was being administered at a dose rate of 1.351 mg/day as of (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of report was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The pump was to be explanted in the next two to three months. The pump was to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The pump was returned and it was indicated that the device could be disassembled for analysis. An analysis report was requested.